Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
Frequent check "iab cath" alarms sounded from the sys 90 pump. The pump was changed but the alarms continued. The iab was removed and a second was inserted without any further problems. On 1/21/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none from the event-reported 8/15/97. [Pt's current status]: stable-rpt'd 8/15/97.